Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was over 400 mg/dl. Customer believed the insulin pump did not deliver insulin and they received a no delivery alarm. Customer advised they took some insulin and their blood glucose remained high. Customer changed out their infusion set three times and the issues remained unresolved. Customer advised they did not have the insulin pump and were unable to troubleshoot at this time. Customer advised they would call back in order to troubleshoot the insulin pump.